Event description:
It was reported that during a stent placement procedure, the device allegedly had resistance and moderate difficulty in advancing. It was further reported that the stent allegedly had resistance during withdrawal. It was further reported that the catheter was allegedly found to be broken and a distal part of it remained inside the patient. Reportedly, the broken part is removed with a snare. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not available for evaluation. However, x-ray images provided demonstrate a radiopaque piece of catheter inside the vessel close to the guidewire. Even though a clear identification is not possible due to poor resolution, the investigation leads to confirmed result for catheter break leading to detachment. The vessel was severely calcified leading to advancing difficulty, system compatible 5f introducer with 0.018" guidewire were used for access, and the guidewire was running smoothly inside the system. The user did not experience difficulty during deployment, the lesion was pre-dilated, and a sudden force increase was not felt upon removal, but there was a fair amount of removal force. Based on the information available the investigation is closed with confirmed result for break of the inner catheter cardan tube leading to detachment of the segment in the patient¿s vessel. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: b5, d4 (expiration date: 08/2026). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcific serrated stenosis at the middle third of the superficial femoral artery via the percutaneous antegrade puncture though the superficial femoral artery access, the device allegedly had resistance and moderate difficulty in advancing. It was further reported that the stent allegedly had resistance during withdrawal. Furthermore, the catheter was allegedly found to be broken and a distal part of it remained inside the patient. Reportedly, the broken part of the catheter was removed with a snare device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the calcific serrated stenosis at the middle third of the superficial femoral artery via the percutaneous antegrade puncture of the superficial femoral artery access, the device allegedly had resistance and moderate difficulty in advancing. It was further reported that the stent allegedly had resistance during withdrawal. Furthermore, the catheter was allegedly found to be broken and a distal part of it remained inside the patient. Reportedly, the broken part of the catheter was removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken, and the distal end including 1/4 rings, pusher, and tip was returned as a separate piece. X-ray images provided demonstrate a radiopaque piece of catheter inside the vessel close to the guidewire. The investigation leads to confirmed result for inner catheter cardan tube break leading to detachment. The vessel was reported being severely calcified, leading to advancing difficulty; system compatible 5f introducer with 0.018" guidewire were used for access, and the guidewire was running smoothly inside the system. The user did not experience difficulty during deployment, the lesion was pre dilated, and a sudden force increase was not felt upon removal. However, reportedly, there was a fair amount of force required to remove the device after stent placement. Based on the information available, the investigation is closed with confirmed result for break of the inner catheter cardan tube leading to detachment of the segment in the patient¿s vessel. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. Regarding pre-dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended'. Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath; 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used' and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together'. Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiration date: 08/2026), g3, h2, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10